Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a suspected disconnection in the connecting section. The issue was found during an installation. There were no reports of patient involvement.